Event description:
Allegedly revised due to looseness.

Manufacturer narrative:
Corrected data:(B)(4). Additional information was recieved (B)(4) 2010 stating this component was catalog #38am-1044 which is not commercially available in the us; therefore, this MDR was not required. This is the same event as 1043534-2010-00494. This event occurred in (B)(6).

Event description:
Allegedly revised due to looseness.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6). (B)(4).